Event description:
During routine testing of the device, the service rep observed both the ac indicator and the battery back-up indicator were on at the same time. The rep returned both the roller pump and the battery module for investigation. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.